Event description:
It was reported that the surgeon inserted a +20.0 diopter cc4204bf collamer single piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. A three piece lens was implanted. The reporter stated the cause of the lens tear was due to the injector.

Manufacturer narrative:
The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found half of both haptics and the lens optic torn off and missing. There was evidence of clear surgical residue. It should be noted that the cartridge and foam tip plunger were not returned for evaluation.